Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was in the 500 mg/dl range. An insulin injection was used to address the bg level. The customer noted that the insulin appeared to be gelled at the luer lock. The customer indicated that the cartridge, tubing and infusion site was changed after receiving the occlusion alarms.